Event description:
On (B) (6) 2010, the lay user/patient in france contacted lifescan (lfs) to report the one touch vita meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B) (6) 2010, the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. The patient took no actions due to this meter issue. On (B) (6) 2010, the patient allegedly suffered the symptoms of shaking and dizziness. The patient did not seek any medical attention or treatment. The patient manages her diabetes with oral diabetes medications. Troubleshooting revealed the meter's battery did not need to be replaced, there had been no misuse of the product and the patient's test strips were correct. The issue was not resolved. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose levels due to the meter power issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.